Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, that the patient experienced a skin reaction under the sensor pod. The sensor was inserted at the abdomen on (B)(6) 2016. The reaction was described as red, blister like, and itchy. Affected area was treated with triamcinolone prescribed on (B)(6) 2016 for a previous reaction. Date of prescription is approximate. At the time of contact, patient's skin irritation was healing. No additional event or patient information is available. No product or data was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined.